Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had battery issues with their insulin pump. Customer reported that they had to replace their battery every two to three days. The customer stated a replacement battery cap did not resolve the issue. Troubleshooting found the customer's battery did not last for more than one week. Customer's insulin pump will be replaced. The customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The device was monitored. All operating currents tested within specification range. No unexpected low battery alarms noted.